Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found that the reload was fully fired and engaged in interlock. The I-beam was not fully retracted and the jaw of the reload was not fully open. The sled was visible at the proximal ends of the cut lines. Staple pushers were partially flush with the cartridge. The anvil was deformed. Functional testing noted that the reload was loaded into a representative handle. It was reported that the device was unable to perform the open and close test prior to use. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of bent laminates. The product analysis noted evidence that the device was not used as intended. This issue can occur if the device was applied over thick tissue causing the interlock to not function properly. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ universal stapler. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during rectal surgery, when resecting the rectum, the tip could not be closed completely at the time of opening/closing, an open/close error was indicated on the display. At that time, the clamp cover was found to be moving to the position where it advanced. Another product was used to complete the procedure. There was no patient injury. Medtronic's initial evaluation of the incident device found staple pushers were partially flush/sub flush with the cartridge. The reload was disassembled and the knife laminates were found to be damaged.